Event description:
It was reported that the lead exhibited unacceptable sensing and thresholds measurements during implant. The lead was removed.

Manufacturer narrative:
Analysis found normal device characteristics.